Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that emergency medical services were called to assist him with a severe low blood glucose. The customer had a seizure. The blood glucose reading was 21 mg/dl. The customer declined to be assisted by helpline.